Event description:
Pt had implantable cardioverter defibrillation placed in 2001. Routine defibrillator check showed intermittent non-capture and failure to sense with multiple episodes of ventricular tachycardiac consistent with sensing artifact probably due to lead fracture.